Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please reference medwatch report # 2032227-2014-18030.

Event description:
The customer reported that the insulin pump was going into threshold suspend every other day when his blood glucose was not low, due to erroneous sensor readings. The customer's blood glucose was not known. Nothing further was reported.